Event description:
It was reported that the trial patient¿s temporary lead fell out the day after implant. The patient moved on to phase one trialing. The patient still had retention during the trial. One scan revealed 3,500 cc remained and a second scan revealed 450 cc remained. The patient went on to the full implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).